Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, myocardial perforation was suspected, by x-ray review. The physician also observed pericardial effusion. The lead was replaced. The perforation was sutured. The root cause was noted as trouble placing the guide catheter as well as lack of experience using it. No patient complications were reported as a result of this event.